Manufacturer narrative:
The accurate lot number is unknown at this time.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set leak of fluid was noted at the back of the filter where there was a hole. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The sample returned, it consists of two (2) units; the sample was returned in decontaminated conditions inside of plastic bag without its original packaging. Visual inspection: no damages nor other workmanship defects were detected. Functional testing: the received samples was prepared for leak testing using a gravity bag with distilled water. No leaks were detected fleeing from the filter nor other join, the test successfully passed; thus the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples tested successfully passed. No corrective actions are required since the complaint was not confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).